Event description:
Overdelivery reported: the pump was programmed to deliver 50.0ml hyperstat at 100.0ml/hr. It was reported that the pump alarmed "empty" shortly after the infusion started. The nurse reports that when nurse investigated the "empty" alarm alert, nurse found "500.0ml/hr" reading on the display screen. The physician was notified, but no orders were rendered. The pt experienced no adverse event and pt's blood pressure remained stable. Though requested, there was no add'l info available.